Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the biopsy channel was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. Three attempts were performed to obtain additional information regarding the material and reprocessing methods, but no response was received from the customer. In addition, the following non-reportable malfunctions were found during the device evaluation; the bending section cover glue was worn, the insertion tube had a slight crease, there were wrinkles on the universal cord, the k-mount unit was scratched, and there was insufficient angulation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was sent to regional repair center olympus france ( rrc ofr) for evaluation. The device evaluation is inprogress and has not yet been finalized. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of foreign material blocking the channel. Issue found during an unknown event. There was no patient infection associated on this reported event. No patient harm, no user injury reported. This report is being submitted for foreign material found blocking the channel (issue related to reprocessing, insufficient reprocessing).